Manufacturer narrative:
Media inspection: the media consisted of a photo. The photo was reviewed and showed the embold fibered coil was stretched. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the embold fibered device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that the device was malpositioned, requiring intervention. A 2x6 embold? Fibered device was used for an upper gastrointestinal bleed embolization. The embold coil was attempted to be deployed in a vessel measuring 1 to 2 mm; however, the coil did not deploy enough for the couplers to release. As a result, the coil stretched retrograde and was malpositioned in the iliocolic bifurcation. The coil was successfully retrieved and fully explanted using a snare. The physician attributed the deployment issue to the small size of the vessel. The procedure was prolonged but successfully completed using pushable coils. There were no patient complications as a result of this event.